Manufacturer narrative:
Additional information was received that the unit could not be turned on. This would prevent the use of the device. This was not a reportable malfunction.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The on/off switch was replaced to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4).

Event description:
The hospital reported a defective on/off switch which could cause the unit to shutdown resulting in a loss of mechanical ventilation. There was no report of patient involvement.